Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6). It was reported that on (B)(6) 2026, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 4 and atrial enlargement. While inserting the clip introducer into the hemostatic valve of the steerable guide catheter (sgc), air was observed in the sgc column. Therefore, the physician request a new xtw clip. After the replacement, the procedure proceeded without any problems. Tr was reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.